Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The tubing connecting the porting block to the sensor board was disconnected. The tubing was reconnected to address the issue.